Manufacturer narrative:
Our investigation is still in progress, follow up report will be submitted if we find any further additional information.

Event description:
It was reported that the patient was presented to a physician for cardiomyopathy. During the access for impella 5.5, axillary sheath starts bleeding prior to insertion of a catheter. The sheath was cracked on the side, and the patient lost 30cc of blood. Bleeding was observed through the graft. There was no medical intervention required to control the blood loss. The sheath was replaced and the procedure was completed successfully. No adverse patient side effects were reported. No additional information is available.

Manufacturer narrative:
The device was used in treatment. The device was not returned for analysis. However, evaluation of the device from the different event for the same lot showed reduced wall thickness of the scoreline, which could have made the sheath susceptible to collapsing when used with graft locks, which could have caused leakage. The wall thickness of the scoreline has been reduced to improve the peel strength. However, all devices that have been evaluated have met the current dimensional, visual, and functional requirements in the 23f sheath product specification. The device history records were reviewed to confirm that the device passed all applicable in-process and final inspections per abiomed introducer sheath in-process and final inspection :(sample size: 100% inspection) the sheath is inspected with a naked eye at a distance of 12" to 18" to ensure the sheath is free of kinks, cracks, splits, sinks and any other damages. Leak test is performed as per procedure IFU - ab-17-001z-x is provided with the product. Based on the investigation, a CAPA is not required as findings did not identify a design, labeling or manufacturing non-conformity. The event will be re-evaluated if additional information becomes available. Oscor will continue to monitor this event type and risk. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report